Manufacturer narrative:
(B)(6). (B)(6) a fellow in the ccu reported that the current cardiosave recently had several alarms this morning. Esp personnel reviewed the details of the alarm log and found those alarms to be gas loss and several augmentation below limit set alarms. Esp personnel verified that all waveforms were appropriate, and the pump was functioning as expected with no active alarms. She confirmed there was no blood or discoloration in the helium tubing, and all connections were secure. She reported the patient was on the ventilator with a peep of 5, tachycardic, with a recent fever. Esp personnel discussed the nature of the alarm with (B)(6) and explained how the above clinical factors could possibly trigger the gas loss alarm. Esp personnel reviewed the process of using the iab fill and start keys to restart therapy should a gas loss alarm occur again. Esp personnel also reinforced that she should always ensure there is no blood or discoloration in the helium extender tubing prior to resuming therapy. Esp personnel also reviewed balloon catheter positioning, noting the distal marker should be between the second and third intercostal space. (B)(6) reported that radiopaque marker appeared to be lower closer to the fourth intercostal space. Esp personnel advised her to notify the attending to evaluate placement. Esp personnel provided his direct contact information and advised her to call back if the gas loss alarms continued more than two to three times per hour or with any additional questions. Product surveillance information was not obtained for the first pump because it was no longer at bedside.

Event description:
It was reported by the customer through emergency support program that the cardiosave intra aortic ballon pump(iabp) had gas loss and augmentation below limit set alarms. Upon review, the pump was functioning as expected with appropriate waveforms and no active alarms present at the time of evaluation. No patient injury was reported.